Event description:
It was reported that during an open colectomy post activation and upon opening of the device, tissue consistently stuck to the jaws causing add'l bleeding and breaking seal on vessels. The sticking began immediately post activation after the first close/activate/activate/cut sequence. No error tones were experienced. The vessels that were compromised were easily clamped and sutured. A similar device of a different model number and MFR was used to complete the case. There were no adverse pt effects.

Manufacturer narrative:
The device was not returned to the MFR as of the date of this report. A supplemental report will be sent after eval if the device is rec'd.